Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 50ml ll tip 1ml leaked. The following information was provided by the initial reporter: it was reported by the sales representative that the syringes are leaking when drawing medication.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-07-19. H6: investigation summary: it was reported by the sales representative that the syringes are leaking when drawing medication. To aid in the investigation, one sample in an opened packaging blister was received for evaluation by our quality team. The sample has 28ml of a clear substance. A visual inspection was performed with a 10x magnifier lens and no damages, imperfections or leakage was observed. No further testing was completed due to contamination of the sample. A device history record review was completed for provided material number 309653, lot number 1056557. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed and a probable root cause could not be offered. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that syringe 50ml ll tip 1ml leaked. The following information was provided by the initial reporter: it was reported by the sales representative that the syringes are leaking when drawing medication.